Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was duplicated the reported phenomenon, and the entire screen was always foggy. Since there was no dirt on the surface of the lens of the subject device, it may be occurred due to internal factors and there was no change in the foggy condition. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc and thing which there was leakage, omsc presumed there was the possibility this phenomenon was attributed to moisture inside the subject device has adhered to the inside of the objective lens. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the image of the subject device was fogging for the visual field. The subject device had been returned from the user because the subject device had the leakage. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.